Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - once implanted, the measurements made with the biotronik psa on this lead demonstrated impedance of about 790 ohms, sensing of about 10 mv and pacing threshold of 0.8 v @ 0.5 ms. The same measurements are repeated before connecting the device and are stable. After connecting the device and closing the pocket, the tests performed with the programming system at the end of the implant report impedances greater than 3000 ohms. The ventricular sensing is abruptly halved and the ventricular threshold is higher than 5v @ 1ms. The physician proceeds to reopen the pocket to see if it is a connection issue, but once the device was unplugged , the new measures with the psa confirm an impedance greater than 3000 ohms, sensing about 3-4 mv and threshold higher than 5v @ 1ms. Trying to move this lead with the stylet, values change significantly without ever remaining stable. The physician concludes that there may be a microfracture in this lead, probably caused when he tightened the leads to secure them.